Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the foreign material was likely from improper reprocessing after the previous procedure. The specific root cause of the improper reprocessing at the facility could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "preclean device and accessories immediately after each patient procedure. There is a possibility that residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Flush water into a/w channel of device during precleaning to remove clogging. Clean external surfaces of device with clean lint-free cloth / sponge paying attention to nozzle opening so that all debris is removed. Presoak device in detergent solution before manual cleaning for excessive bleeding and/or delayed reprocessing after each procedure." Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was a gastroscopic examination.

Manufacturer narrative:
Updated field: b5 and h6 this report is being supplemented to provide information obtained from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was evaluated by olympus and the customer¿s allegation was confirmed. The water nozzle was obstructed by debris and the air/water supply was poor. The device received a new nozzle and identification of the debris could not be performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the air/water cannot go through the tube on the evis lucera elite gastrointestinal videoscope smoothly prior to an unknown diagnostic procedure. The procedure was not delayed more than 15 minutes. The procedure was completed using a similar device. The patient was not under general anesthesia at the time of the event. The inspection of the returned device found the water nozzle was obstructed by debris, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.